Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a tecnis symfony zxr00 intraocular lens (iol) in the patients right eye the surgeon noticed there was a capsule tear. Reportedly, no incision enlargement was necessary to remove and replace the lens. The patient outcome was reported being good. No further information was provided.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.